Manufacturer narrative:
A follow-up report will be submitted upon completion of the investigation.

Event description:
The customer reported that the monitor turns on, but there is a speaker message malfunction, and the speaker does not sound. The device was not in clinical use on a patient.